Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
On 5/20/2022, it was reported by a sales representative via email that an ar-1555bc biocomposite-tenodesis screw broke during insertion. All broken fragments were retrieved and a second biocomposite-tenodesis screw was opened to complete the case. This was discovered during an fhl transfer on (B)(6) 2022.